Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing causing the device to mode switch. It was also noted that the outputs were high, and it was decreased to save battery. The lead remains in use. No patient complications have been reported as a result of this event.